Manufacturer narrative:
Insulin pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to broken keypad traces. Unable to perform the self test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer¿s mother stated that customer¿s insulin pump had failed to respond to button presses on several instances. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer was able to successfully clear the alarm and stated that all buttons were responding but the back button didn't respond after running self-test. The device will be returned for analysis.